Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation." Host fibrous (pannus) tissue growth is not a malfunction of the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors.

Event description:
Additional information received: after an implant duration of approximately eight (8) years, the patient presented with atrial fibrillation, and echo showed mitral stenosis and regurgitation.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and structural valve deterioration were confirmed through observed host tissue overgrowth, thickened leaflets, and calcification. Report of regurgitation was confirmed through observed rolled leaflet due to the host tissue overgrowth. X-ray demonstrated wireform intact, minimal calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. All three leaflets were thickened and swollen near the commissures. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the outflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 2 and 3 by approximately 6mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve. Wireform was exposed around leaflets 1 and 3 on the inflow aspect. A suture pledget remained attached to the sewing ring around leaflet 3 near commissure 1 on the outflow aspect. The reported event was not confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Edwards received information that a 25mm 7300tfxj mitral pericardial valve, implanted approximately eight (8) years and two (2) months, was explanted due to mitral stenosis and regurgitation secondary to structural valve deterioration. The device was explanted and replaced with a non-edwards valve with no patient adverse events reported. The patient status was reported as 'under treatment'.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.